Event description:
It was reported that the device exhibited inappropriate measured data. Initial interrogation gave a magnet rate of 98.5 ppm, but the battery impedance was 2.5 kohms and the estimated longevity was 1.5 - 2.0 years.